Event description:
Machine fell and struck a dental assistant while she was operating the machine. The employee suffered a broken arm.

Manufacturer narrative:
A recall for this issue was initiated on 4/23/2015. No further information on the dental assistant.